Manufacturer narrative:
H2: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number only, there have been no further complaints reported with this issue in the past four years. It was reported that the device was used for treatment in which the pump stopped working after 4 days and the customer then left a non-functioning pump in place for 3 days. There are number of reasons the device may stop delivering therapy including not rectifying a high air leak within the device. High air leaks are usually caused if the dressing is not applied properly (without a sufficient seal), the port is not adhered to the dressing properly, the connector is not fully fastened to the pump, tubing causing a blockage or the integrity of the dressing has been compromised. The pump must be monitored periodically so that any issues are identified as soon as possible. As stated in the IFU for this product: ¿pico 7 has visual indicators to let the user know when there is an issue. Pico 7 does not contain audible alerts. The pump should be carried so that it is accessible and the patient/ healthcare professional can check the status routinely in case there is a fault or in case of damage.¿ a clinical assessment was carried out. The following conclusion was made: it was reported that the patient was ¿unaware of pump not working after 4 days¿ and after returning to the clinic on day 7 as planned, the ¿wound had deteriorated and required further intervention (standard dressings)¿. Clinically relevant documentation and/or photos were not provided, therefore, a thorough medical assessment could not be performed. Based on the limited information provided, the most probable root cause of the wound deterioration was the determined as the non-functioning device being left in place for 3 days. It remains unknown if the system was subjected to moisture, when the batteries were placed, and if the patient was aware of the need to monitor for non-audible alerts. The patient impact beyond the reported wound deterioration and reverting to ¿standard dressings¿ could not be determined. No further medical assessment could be rendered at this time. A risk management review was carried out. Wound deterioration harm is currently captured within the risk files for this product relating to instances when no therapy is delivered for a prolonged period of time. On this occasion we have been unable to determine a definitive root cause for the pump stopping or confirm a relationship between the event and the device. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient's device applied to a pretibial laceration without issue but ceased working after 4 days, the patient left the non-functioning pump in place for further 3 days until planned review at clinic. The wound had deteriorated and required further intervention.